Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the intracerebral hemorrhage and subsequent death cannot be confirmed. In addition to the procedure itself, patient factors (age, gender, stenosis in the lad) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As report by our japan affiliate, two days post implant of a 23mm sapien xt valve, the patient expired due to intracerebral hemorrhage. Due to worsening of the patient&#62688;heart failure, severe aortic stenosis and a low ejection fraction (ef) of 20%, emergency tavr procedure was performed under percutaneous cardiopulmonary support (pcps). Stenosis in the left anterior descending coronary artery (lad) was observed using coronary angiography (cag). It was determined that percutaneous coronary intervention (pci) was not required. Post implant of the xt valve, the ef improved. Tee confirmed there was no issue with the xt valve function. Cag was repeated because the motion of the anterior wall was &#62351;t well&#64416; pci was performed for the lad-lmt stenosis and the procedure was completed. Pcps was weaned off. The patient was extubated and transferred from the operating room. Post operative day (pod) 2, the patient expired due to cerebral hemorrhage. It was reported that the relationship between the patient&#62688;death and the procedure could not be denied. Despite attempts to obtain additional information, no further information could be provided by the physician.